Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd). This was detected during a routine follow-up. A new device was implanted successfully.